Event description:
It was reported that the patient was still on oxybutin and did not think her device was working. The patient was advised to contact her physician. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient still had concerns with her device/therapy, but she was working with her doctor or manufacture representative and had an appointment scheduled for (B)(6) 2012. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3889-28, lot# v303918, implanted: (B)(6) 2009, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).